Event description:
It was reported that the bd vacutainer® push button blood collection set experienced failure to contain blood or medication during use. The following information was provided by the initial reporter: material no. 367344, batch no. 8253781. Blood leaking from push button wingset- 21g. Used green 21 g butterfly needle. Didn't see any defect, on blood return, couldn't get blood to flow in vacutainer and tube. Noted to drip from tubing right above hub to connect to syringe or vacutainer. Lot # 8253781, exp 9/30/2020.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. The samples were tested for tubing/component leakage under pressurized conditions and draw tested for insufficient filling of the tubes, and all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #764355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced failure to contain blood or medication during use. The following information was provided by the initial reporter: material no. 367344, batch no. 8253781. Blood leaking from push button wingset- 21g. Used green 21 g butterfly needle. Didn't see any defect, on blood return, couldn't get blood to flow in vacutainer and tube. Noted to drip from tubing right above hub to connect to syringe or vacutainer. Lot # 8253781, exp 9/30/2020.